Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had consistent high thresholds and a sudden increase in impedance. The lead was suspected of a micro-dislodgement. The lead was revised and remains in use. No patient complications have been reported as a result of this event.